Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar vue device was implanted on (B)(6) 2024. Additionally fiducial markers were placed transperineally. The patient delayed his radiation treatment for non-medical reasons. On (B)(6) 2024, started treatment. After starting radiation treatment, on his first on-treatment visit, the patient started to experience tenesmus, rectal leakage and rectal incontinence. A magnetic resonance imaging was performed, and the physician suspected a rectal wall infiltration. Upon further review of the images, it was observed that the hydrogel had disappeared, and there appeared to be a minor defect in the rectal wall. The hydrogel was clearly visible on day 1 but was gone by day 6. It was suspected that the hydrogel passed thought the mucosa and been expelled from the lumen of the rectum the patient's treatment was stopped on (B)(6) 2024, and the leakages improved. The patient was scheduled for a total of 70 gy in 28 fractions and has completed 6 fractions to date, currently on a break from treatment. The plan is to send the patient to a gastroenterologist for an endoscopic examination five weeks prior to resuming treatment.